Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) has requested for the subject device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the autofill chamber as part of 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo humidification series to provide nasal high flow (nhf) therapy. Air and externally supplied oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor in czech republic reported that the autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was found damaged during patient use. There were no reported patient consequences.